Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) advised the customer to clean the dried crystals by the check valves, and verify that the connectors on both the top and bottom check valves were tight. The customer checked the connectors and called back approximately an hour later and said that both quality controls (qc )values were in the acceptable range. The fse asked to contact technical support if any problems occurred down the road. The g8 was functioning as intended. No further action required. The most probable cause of the reported event was loose connection(s) at check valve(s). Tosoh bioscience, inc is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013 this report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer called to report that the high pressure rotor valve has a leak on the g8 instrument. On (B)(6) 2015, the field service engineer (fse) addressed the reported event with the customer over the phone. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.